Manufacturer narrative:
Unit received with operating currents within specification. Unit passed self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and displacement test. Pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose of 503 mg/dl. Customer was hospitalized due to diabetic ketoacidosis and heart attack. Customer was hospitalized for three days and was treated with insulin drip. Customer was disconnected from insulin pump for 30 minutes prior to hospitalization.

Manufacturer narrative:
The pump passed the delivery accuracy test.